Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. On august 7, 2024, the patient returned to the hospital for a follow up appointment. Echocardiography showed the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.